Event description:
It was reported that there was high right ventricular (rv) threshold. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID p1501dr, implantable pulse generator (ipg): implanted: (B)(6) 2006. 5076 implantable pacing lead: implanted: (B)(6) 2006. (B)(4).